Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the atrial lead. Abbott technical support was contacted and session records were reviewed indicating possible lead damage as the cause of the oversensing. Lead provocative testing was recommended; however, no intervention or further testing of the lead was performed as all other electrical parameters were within range. The patient was stable and will be monitored.